Manufacturer narrative:
Through follow up communication under previous complaints from the same hospital, (B)(4) learned, that the device was cleaned regularly per the IFU and that the device is placed inside of the operation theatre during use with the fan positioned versus patient but opposite to air flux and an estimated distance between the surgery field and the device of 3 meters. Reportedly, the hospital was user of re-usable heating blankets until (B)(6) 2019 and then the approach changed to use only disposable heating blankets.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in udine, (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.